Event description:
It was reported to boston scientific corporation that a wallflex fully covered transhepatic stent was implanted within the common bile duct of a patient. According to the complainant, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed for removal of the previously placed stent. During the removal, the retrieval loop broke. The physician was able to successfully remove the stent using graspers. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) for the reported event of stent retrieval loop broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A deployed stent only was returned for analysis. It was noted that wires at the retrieval loop end of the stent were broken and the retrieval loop itself was broken and stretched. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.  The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered transhepatic stent was implanted within the common bile duct of a patient. According to the complainant, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed for removal of the previously placed stent. During the removal, the retrieval loop broke. The physician was able to successfully remove the stent using graspers. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.